Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values two days after the sensor was inserted in the arm. The patient was feeling weak, sweaty and could not focus, then he lost consciousness. The patient´s parent called an ambulance and treated the patient with glucose injection (1 ml), sometime later the parent treated with 2 glucogel (15 ml) before the paramedics arrived. The paramedics arrived but there was no treatment administered by them, they took a blood glucose reading which was 1.6 mmol/l. And the cgm was reading 11.9 mmol/l. The patient was taken to the hospital; there was no documentation about any treatment administered at the hospital. At the time of the report, the patient was feeling better and tired; the patient was discharged the next day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.